Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'upstream occlusion' was not reproduced. Upstream occlusion testing was performed and the device passed. A review of the history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device mechanism, I/o pcb, processor pcb, were found to be mismatched, and per the device history review, this occurred outside of manufacturing facility . The device is deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.